Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter fractured and perforation of the filter struts into vena cava occurred. As a direct and proximate result of these,the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter perforation of the vena cava wall is addressed in the IFU as a possible long-term complication and fracture of a filter strut may be a contributing factor. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief plaintiff in (B)(6), after an unspecified period of time when a trapease vena cava filter was placed, the filter fractured and perforation of the filter struts into vena cava occurred. As a direct and proximate result of these the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.